Manufacturer narrative:
Complete event site address: (B)(6). Complete event site postal code: (B)(6). Complete initial reporter name: (B)(6). The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, after inserting the balloon into the patient it got ruptured. The iab was replaced and therapy was provided. There was no reported injury to the patient.